Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device found the black plastic protector component has broke and spins on the wrench. The root cause is attributed to product design. (B)(4) has been initiated to remove the radel® socket cap altogether and replace with a teflon® (ptfe ¿ polytetrafluoroethylene) split ring and a peek (polyetheretherketone) disc to the torque wrench. The current complaint sample product was manufactured prior to the implementation of (B)(4). No further corrective action required. Examination of the returned device confirmed the missing screws and disassembled scale. The screws and the scale were not returned. The root cause of the missing screws and scale is unknown. No conclusions could be drawn without the screws to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument is missing a screw and won't function properly.